Event description:
It was reported that there was no aiming beam and as a result the procedure was canceled. There was no reported permanent impairment or injury to the patient. This event is being reported for a cancelled procedure with a patient under sedation or sedation status unknown.

Manufacturer narrative:
The product was not returned for evaluation; however, the console was serviced at the facility by a field service engineer (fse). The fse performed troubleshooting and found that the lens cell, debris shield and the filters were damaged, additional to this, the pyro, the brick 1 and the diode needed calibrations and adjustments. Therefore, the reported allegation is confirmed. The debris shield and filters damaged and the pyro and the brick 1 needed calibrations and adjustments are no related to the initial complaint. Regarding the pyro, the brick 1 and the diode, since calibration and adjustments are part of the activities performed by the field service engineer during preventive maintenance, the most probable cause for this no reported events is cause traced to maintenance which states: the problem is traced to improper routine or preventative maintenance. For the lens cell, the blast shield and the filters, most likely the components damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure were identified without any design or manufacturing issue, the most probable cause of cause traced to component failure is selected for the complaint and the no reported events.

Event description:
It was reported that there was no aiming beam and as a result the procedure was canceled. There was no reported permanent impairment or injury to the patient. This event is being reported for a cancelled procedure with a patient under sedation or sedation status unknown.